Event description:
During bilateral endoscopic breast augmentation, implants inserted, but prior to closing incision, the physician noted a 1" x 1/2" burn near right axilla and a 1/2" burn near left axilla. The equipment in question had been inspected by the surgeon and the scrub tech prior to use and again after the burns were noted. It appears to be intact.